Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: distal tip appears radially torn. Distal tip appears longitudinally split. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints for inability to introduce sheath' and sheath distal tip split were confirmed based on the evaluation of provided imagery. Available information suggests patient factors (calcification) or/and procedural factors (steep insertion angle) likely contributed to the event as provided information indicated the femoral access was calcified and the insertion angles was 35-45 degrees. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Additionally, vessel tortuosity and/or a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn' was confirmed based on imagery provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated the femoral access was calcified. Presence of calcification in the access vessels can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during implant of a 23mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach during the insertion of the esheath+ (45-35' angle), it was difficult to advance into the femoral artery and the device was removed. After removal, it was observed that the distal tip was bent/kinked 1-2 mm from the part where the tip opens, and the device was discarded due to this damage. Pre-dilation was then performed with the 16fr dilator and a new esheath+ was used in replacement and the valve was successfully implanted. The perceived root cause of the event was the severe calcification of the femoral arteries. As per evaluation of the provided image, distal tip torn and distal tip split were observed.